Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The resolution is unknown. The customer contact reports there is no patient information available.

Event description:
The hospital reported the unit alarmed and required a reboot during a case to continue ventilation. There was no report of patient injury.